Manufacturer narrative:
The device is not available for eval; the filter was removed; however, has not been returned to the u.s. Importer or manufacturer for eval. No thorough investigation is possible. A review of the manufacturing records shows the lot of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of vena cava filters, sold since 2008.

Event description:
In 2009, a filter was implanted without incident. Five months later, the pt presented to the emergency room complaining of chest pain. A CT was performed and the filter was located in the pt's right ventricle. Three days later, the filter was successfully removed in a surgical procedure which included tricuspid valve replacement. The pt is stable and doing well. It was also reported that the pt's imaging history was reviewed. CT images taken one day after implant showed the filter located in the pt's heart. However, this finding was not detected when the CT images were initially read by the physician.